Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported nova biomedical that a consumer received a result of 500 mg/dl on their blood glucose meter. The consumer administered 10.5 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intake to raise his blood glucose level. During the call to customer support, it was revealed that the consumer has never performed a control solution test for at least seven years on test strips to check their integrity before use as instructed in our direction for use. The consumer was educated on these directions for use at the time of call. The test strips will be returned for evaluation.